Manufacturer narrative:
(B)(4). Pt identifier: the customer did not provide any information regarding patient involvement. The service technician opened up and fully inspected the turbine assembly. A microscopic inspection shows signs of metal shaving, dust and an unknown sticky foreign material on the upper impeller housing. The metal shaving found caused the turbine to seize, which then lead to the ventilator not producing any air flow and a constant disc/sense alarm. The turbine manifold assembly was scrapped and replaced.

Event description:
The customer reported that upon power up and initial bench testing, the turbine would lock up and produce a "disc/sense" alarm with no air flow.